Event description:
Customer stated she took a blood glucose test on a patient and the device immediately turned off after the result. She recorded the result on the patient chart. She took the batteries out and reinserted into the device and powered it back on. Later after checking the results in memory, the result obtained did not appear.